Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced ¿drain looks hazy". The patient presented to the pd clinic the following day and the nurse reported the minicap transfer set was "not working as expected". The transfer set was changed and was "working as expected". The patient was started on unspecified antibiotics while waiting on lab results. The same day, the patient was admitted to hospital. Subsequently, the patient was diagnosed with peritonitis. Six days later, the pd catheter was removed. At the time of this report, the patient remained hospitalized, and the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.